Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Examination of returned images do not allow for evaluation in relationship to this event.

Event description:
The following was reported to gore: the silicone and eptfe separated from each other and the eptfe was reportedly prolapsing into the artery causing ischemia after a declot procedure. The section of the graft causing arterial ischemia was explanted.

Manufacturer narrative:
Explant date.

Event description:
The following was reported to gore: the silicone and eptfe separated from each other and the eptfe was reportedly prolapsing into the artery causing ischemia after a declot procedure. The section of the graft causing arterial ischemia was explanted.

Manufacturer narrative:
Note: the patient had a declot with pta of the anastomosis on 8/13, repeat declot on 8/15 at which time persistent filling defect again noted, arm runoff for concern of ischemia 8/16, and surgery on 8/17 revealing the graft compromise.